Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during repositioning of impella 5.5 at the bedside by the surgeon, the sterile sleeve broke away. The exposed catheter was disinfected and a tegaderm was placed. There was no harm to the patient.

Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-12889.